Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed during review of the device activity logs, which shows occurrences of the reported malfunction. However the reported malfunction could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The device's bridge board and biphasic flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 195" and "defib fault 196" messages. Complainant indicated that there was no patient involvement in the reported malfunction.